Event description:
The customer reported a battery failure. A review of the entire device error log during investigation found n56 (replace battery) and n252 (depleted battery) alarms. The device displayed a depleted battery alarm during self-test. The battery was replaced and the change battery soft key was pressed. The device was then powered up on dc and the device passed the self-test without any alarm. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.